Event description:
It was reported that pump screen displayed malfunction message. There was no adverse impact to the customer's blood glucose level. Customer plugged pump into reliable power source, confirmed screen turned on, and, with guidance from technical support, reset pump; malfunction message did not return, customer was advised to continue using pump and to call back if problem recurred.